Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, the pump pneumatic tap was "sticking out incorrectly". Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level was 192 mg/dl.